Event description:
The pt was revised due to the insert was not locked in the tray.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated.